Manufacturer narrative:
Device is a combination product. Device code # 2923 relates to component code # 515. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. During removal, the stent came off the balloon and was removed with a snare. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code device evaluated by MFR: stent delivery system was not returned for analysis. A visual examination of the crimped stent found that the stent was detached from the stent delivery system (sds). The stent was severely damaged the whole length with stent struts stretched and distorted. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. Stent detachment most likely occurred due to procedural factors. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. During removal, the stent came off the balloon and was removed with a snare. No further patient complications were reported and the patient's status was fine.